Event description:
The patient reported that her interstim device was removed because she developed swelling at the site and a sore at the lower edge of the device that drained clear fluid. Further information is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.